Manufacturer narrative:
The generator was returned for evaluation. Testing revealed no abnormalities. Manufacturing record review for all product involved in the event was conducted and no abnormalities were found. The cause of the reported burn remains unknown.

Event description:
During a radiofrequency ablation procedure, burns occurred on the patient's foot at the site where the cannula was inserted.